Manufacturer narrative:
No loose or protruded drive support disk was noted. The insulin pump was received with a broken off end cap, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's drive support cap was pushed out of the insulin pump during the prime process. The patient's blood glucose at the time of incident was 156 mg/dl. The drive support cap was sticking out of the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.